Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of other organs') and pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (expected surgical removal of the essure device). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. She was medicated for the symptoms. A medical professional has recommended that the plaintiff undergo surgery to remove the device, she anticipates the symptoms to continue despite the expected surgical removal of the essure device amendment: due to internal review this report was detected to be a duplicate to record # ca-bayer-2020-011324 which will be deleted in bayer safety database after all information was transferred to this duplicate record # ca-bayer-2021-143546 which will be retained. New: she was medicated for the symptoms (unspecified). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of other organs') and pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (expected surgical removal of the essure device). Essure was removed. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. She was medicated for the symptoms. A medical professional has recommended that the plaintiff undergo surgery to remove the device, she anticipates the symptoms to continue despite the expected surgical removal of the essure device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), embedded device ("the left essure coil is completely embedded within the extramural portion of the fallopian tube."), uterine perforation ("perforation of the uterus"), perforation ("or perforation of other organs") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no. A06329) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of sleep apnea, headache, migraine, von willebrand's disease, appendectomy, rash (penicillin allergy), pelvic discomfort, coital bleeding, vaginal bleeding, headache, hot flashes and d & c. Previously administered products included: depo provera. As concurrent condition the report mentioned uterine bleeding. The only concomitant product mentioned was copper iud (intrauterine contraceptive device). On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. The outcomes for embedded device and pregnancy with contraceptive device were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. She was medicated for the symptoms. A medical professional has recommended that the plaintiff undergo surgery to remove the device, she anticipates the symptoms to continue despite the expected surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2012: clinical history: previous d and c for termination in jul. Retained product of conception. Source of specimen products of conception, uterine contents diagnosis -fragments of benign endometrial tissue consistent with implantation site: -fragments of necrotic decidua; on (B)(6) 2021: clinical diagnosis - pelvic pains, essure coils. Source of specimen uterus, cervix, bilateral tubes and ovaries gross description: the right essure coil extends into the intramural portion of the fallopian tube and interrupts division of the uterus is into the anterior and posterior portions; approximately 0.5 cm of coil is in the posterior aspect. The left essure coil is completely embedded within the extramural portion of the fallopian tube. Diagnosis: hysterectomy and bilateral salpingo-oophorectomy; uterus with cervix, right and left fallopian tubes, right and left ovaries: - benign fallopian tubes with essure coils - benign ovaries - benign endometrium, negative for intraepithelial neoplasia and malignancy - leiomyoma of the uterine body - benign cervical tissue quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New event device embedded added. Essure removal details (surgery name & date) added. Medical history, concomitant drugs are added. New reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) migration of the essure device to the abdominal or pelvic cavity [device dislocation into abdominal cavity], perforation of the fallopian tubes [fallopian tube perforation] , the left essure coil is completely embedded within the extramural portion of the fallopian tube. [Embedded device] , perforation of the uterus [uterine perforation], or perforation of other organs [perforation] , chronic pelvic pain [pelvic pain female] , chronic abdominal pain [chronic abdominal pain] , chronic back pain [chronic back pain] , excessive bleeding [genital hemorrhage], unintended pregnancy with essure [pregnancy with contraceptive device] , device ineffective [device ineffective] , allergic reactions [allergic reaction] , auto-immune reactions [autoimmune disorder] , headaches [headache] , chronic fatigue [chronic fatigue] , weight changes [weight fluctuation] , hair loss [hair loss] , tooth loss [tooth loss] , mood changes [mood change], anxiety [anxiety] , depression [depression] , psychological stress [stress] , emotional distress [emotional distress], loss of income [loss of employment] , multiorgan problems [multi-organ disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), embedded device ("the left essure coil is completely embedded within the extramural portion of the fallopian tube."), uterine perforation ("perforation of the uterus"), perforation ("or perforation of other organs") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no. A06329) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of sleep apnea, headache, migraine, von willebrand's disease, appendectomy, rash (penicillin allergy), pelvic discomfort, coital bleeding, vaginal bleeding, headache, hot flashes and d & c. Previously administered products included: depo provera. As concurrent condition the report mentioned uterine bleeding. The only concomitant product mentioned was copper iud (intrauterine contraceptive device). On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria disability and intervention required), fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), stress ("psychological stress"), emotional distress ("emotional distress"), loss of employment (" loss of income") and multi-organ disorder ("multiorgan problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. The outcomes for embedded device, pregnancy with contraceptive device, emotional distress, loss of employment and multi-organ disorder were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, emotional distress, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, loss of employment, mood altered, multi-organ disorder, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. She was medicated for the symptoms. A medical professional has recommended that the plaintiff undergo surgery to remove the device, she anticipates the symptoms to continue despite the expected surgical removal of the essure device. I had essure coils placed in me in 2012, apparently in 2016 you, bayer, came up with the box warning. I had negative symptoms that started short time after the placement of the coils. When you discovered that the device could cause adverse effects, you didn't contact doctors who installed it, and you didn't make sure all patients were contacted and informed. I became aware that my multiple symptoms could be connected to the essure in 2020 from social media and netflix movie "cutting edge". This isn't the way patient should discover about the medical device that was promised to be safe is the reason for multi organ symptoms. I had to have full hysterectomy done as the coils perforated the tube on one side and uterus on another. I'm still suffering from multiple symptoms caused by the device. I'm contacting you as I believe I deserve monetary compensation for physical and emotional pain and suffering I endured as a result of your failure to disclose the risks, and for the failure to inform me later, when you came up with the list of box warnings. As a result of the device failure to be safe I had to go through unnecessary surgery, multi organs problems, disability, loss of income and emotional distress. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2012: clinical history: previous d and c for termination in (B)(6). Retained product of conception. Source of specimen products of conception, uterine contents diagnosis. Fragments of benign endometrial tissue consistent with implantation site: fragments of necrotic decidua; on (B)(6) 2021: clinical diagnosis - pelvic pains, essure coils. Source of specimen uterus, cervix, bilateral tubes and ovaries gross description: the right essure coil extends into the intramural portion of the fallopian tube and interrupts. Division of the uterus is into the anterior and posterior portions; approximately 0.5 cm of coil is in the posterior aspect. The left essure coil is completely embedded within the extramural portion of the fallopian tube. Diagnosis: hysterectomy and bilateral salpingo-oophorectomy; uterus with cervix, right and left fallopian tubes, right and left ovaries: benign fallopian tubes with essure coils benign ovaries. Benign endometrium, negative for intraepithelial neoplasia and malignancy leiomyoma of the uterine body. Benign cervical tissue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jun-2025: new events emotional distress, multiorgan disorder, loss of income were added. Ptc local number added. Reporter causality comment updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Migration of the essure device to the abdominal or pelvic cavity [device dislocation into abdominal cavity], perforation of the fallopian tubes, the left essure coil is completely embedded within the extramural portion of the fallopian tube. [Embedded device], perforation of the uterus, or perforation of other organs [perforation], chronic pelvic pain [pelvic pain female], chronic abdominal pain, chronic back pain, excessive bleeding [genital hemorrhage], unintended pregnancy with essure [pregnancy with contraceptive device], device ineffective, allergic reactions, auto-immune reactions [autoimmune disorder], headaches, chronic fatigue, weight changes [weight fluctuation], hair loss, tooth loss, mood changes, anxiety, depression, psychological stress [stress], emotional distress, loss of income [loss of employment], multiorgan problems [multi-organ disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), embedded device ("the left essure coil is completely embedded within the extramural portion of the fallopian tube."), uterine perforation ("perforation of the uterus"), perforation ("or perforation of other organs") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no. A06329) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of sleep apnea, headache, migraine, von willebrand's disease, appendectomy, rash (penicillin allergy), pelvic discomfort, coital bleeding, vaginal bleeding, headache, hot flashes and d & c. Previously administered products included: depo provera. As concurrent condition the report mentioned uterine bleeding. The only concomitant product mentioned was copper iud (intrauterine contraceptive device). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced device dislocation (seriousness criteria disability and intervention required), fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), stress ("psychological stress"), emotional distress ("emotional distress"), loss of employment (" loss of income") and multi-organ disorder ("multiorgan problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. The outcomes for embedded device, pregnancy with contraceptive device, emotional distress, loss of employment and multi-organ disorder were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, emotional distress, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, loss of employment, mood altered, multi-organ disorder, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. She was medicated for the symptoms. A medical professional has recommended that the plaintiff undergo surgery to remove the device, she anticipates the symptoms to continue despite the expected surgical removal of the essure device. I had essure coils placed in me in 2012, apparently in 2016 you, bayer, came up with the box warning. I had negative symptoms that started short time after the placement of the coils. When you discovered that the device can cause adverse effects, you didn't contact doctors who installed it, and you didn't make sure all patients were contacted and informed. I became aware that my multiple symptoms could be connected to the essure in 2020 from social media and netflix movie "cutting edge". This isn't the way patient should discover about the medical device that was promised to be safe is the reason for multi organ symptoms. I had to have full hysterectomy done as the coils perforated the tube on one side and uterus on another. I'm still suffering from multiple symptoms caused by the device. I'm contacting you as I believe I deserve monetary compensation for physical and emotional pain and suffering I endured as a result of your failure to disclose the risks, and for the failure to inform me later, when you came up with the list of box warnings. As a result of the device failure to be safe I had to go through unnecessary surgery, multi organs problems, disability, loss of income and emotional distress. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2012: clinical history: previous d and c for termination in jul. Retained product of conception. Source of specimen products of conception, uterine contents diagnosis -fragments of benign endometrial tissue consistent with implantation site: -fragments of necrotic decidua; on (B)(6) 2021: clinical diagnosis - pelvic pains, essure coils. Source of specimen uterus, cervix, bilateral tubes and ovaries gross description: the right essure coil extends into the intramural portion of the fallopian tube and interrupts division of the uterus is into the anterior and posterior portions; approximately 0.5 cm of coil is in the posterior aspect. The left essure coil is completely embedded within the extramural portion of the fallopian tube. Diagnosis: hysterectomy and bilateral salpingo-oophorectomy; uterus with cervix, right and left fallopian tubes, right and left ovaries: - benign fallopian tubes with essure coils, - benign ovaries, - benign endometrium, negative for intraepithelial neoplasia and malignancy, - leiomyoma of the uterine body, - benign cervical tissue. Batch number a06329, manufacture date 2012-05-31, expiration date 2015-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.